Manufacturer narrative:
(B)(4). Medwatch submitted to the FDA on: 06/10/2015. The event of lymphoma was initially reported via (B)(4) on (B)(4) 2011 with the adverse event term code of cancer. An update to our safety database for this reported event notes that the term code has been changed from cancer to lymphoma due to increased specificity. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery, the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants. Published studies indicate that breast cancer is no more common in women with implants than those without implants. A large, long-term follow-up found no significant increases in the risk rates for a wide variety of cancers, including stomach cancer, leukemia, and lymphoma. Through 5 years, there were 81 reports of breast disease for augmentation pts; eighty (80) were benign and one incident was malignant.

Event description:
Pt reported having been diagnosed with "lymphoma". Physician confirmed pt was diagnosed with "cd10+ b-cell lymphoma". Physician reported additional event of "lymphadenopathy". No further info as to what treatments were provided. Device remains implanted. Side unspecified. This med/watch is for the right side. See MFR #9617229-2015-00098 for the left side.